Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging cancer. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging cancer. At this time, no medical intervention has been reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that evidence of sound abatement foam degradation/breakdown was observed in this device. Product investigation laboratory confirmed the presence of degraded sound abatement foam. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. Product investigation laboratory was able to confirm the presence of degraded sound abatement foam in the device. Secondary findings like 0 errors logged, product investigation laboratory was unable to get care orchestrator information from device, dust-like contamination on the iso port, dust-like contamination at the air inlet of the blower box, dust-like contamination on the blower box, potential mineral deposits on the bottom of the blower(indicative of water ingress and black contamination, consistent with keratin, at the air outlet of the blower box, consistent with (B)(4). Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likey from an external source. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. In box e: date avail. For eval and date returned has been updated. In box h: device eval. For mfg, problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.